Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed, and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the load set,no flow in, and no flow out alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm load set as expected. It failed to alarm. When the pump was returned to mmdg for evaluation the no flow out, and no flow in alarms also failed. They did not alarm as expected. The initial reporter stated that the complaint was discovered during testing, and no patient had been involved. (B)(4).